Event description:
It was reported that the patient passed away. The death certificate reportedly lists the cause of the patient's death as ovarian cancer. The patient's sister reports that the patient had not been wearing the pump since (B) (6) 2009. The date of death was (B) (6) 2009. Animas requested but has not received a copy of the death certificate.

Manufacturer narrative:
The reported cause of the patient's death as stated on the death certificate was ovarian cancer. The patient did not wear the pump during the two months prior to her death. The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.